Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported patient was accessed in infusion center. Went home with 5fu pump. Leaking occurred at the y-site of where orange cap goes over existing cap. Cracking at the connector access proximal to the patient.